Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the front end board and noted that the replacement of the board took care of the helium icon problem. The fse also replaced the flow bulkhead pneumatic component. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a preventative maintenance (pm) performed by the customer's biomedical engineer, the cs300 intra-aortic balloon pump (iabp) had no helium pressure in the tank. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: (4117/213) the repairs are pending, a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had no helium pressure in tank. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.